Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc was within the established ranges prior to the event. Qc was out of specifications (high) after the event. Customer technical support (cts) instructed the customer to check the reagent cooler temp, which was out of specifications high. A bci field service engineer (fse) adjusted the alignment of the main pipettor to the reagent pack. Fse replaced peltier, thermistors and home sensor. Fse verified all testing met specifications a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining inconsistent bnp result from one patients' sample generated by access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the emergency room. The sample was repeated on an alternate instrument and lower result was obtained. Patient results are provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.